Event description:
Revision surgery - due to the patient being septic. The surgeon replaced only the inserts of the left and right knees. This investigation has been created to reflect the surgery for the left knee. This product complaint was split from original complaint (B)(4).